Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens into the patient's left eye (os) but did not like how the lens was unfolding. The lens was partially in the eye and was removed within the same surgery, with no patient injury. The surgeon decided not to use this lens and the backup lens was implanted with no problem. The reporter indicated the cause of the event was due to doctor loading error, there was no problem with the lens or injector.

Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of dried surgical residue on the lens surface. (B)(4).

Manufacturer narrative:
There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. The report from a member of the facility suggests that misplacement of the lens was due to improper lens loading. A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was identified as the cause of the complaint. The cause of the lens to not unfold correctly, as also stated by the facility, is possibly due to improper loading or handling practices in the operating room. (B)(4).